Event description:
Right antecubital PICC line inserted. The following day, when dressing change due, rn noted old dried blood on gauze under bioclusive dressing. Gauze wet with fluid. Found PICC catheter broken in two parts, approx 2 inches from pink hub, at 60 cm mark and approx 4 cm from 55 cm mark. Internal catheter discontinued intact.